Manufacturer narrative:
An evaluation of the device cannot be performed as the device was discarded and was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that the largest fin of the medium universal cement plug (with inserter cat#b000-1240) was came off from the body of the cement plug so easily when the surgeon tried to insert into the femoral canal which was reamed 14mm during proximal femoral replacement with gmrs. So, the surgeon used spare universal plug (no inserter cat#b000-0240). The largest fin of the spare cement plug was also came off so easily from the body during inserting the canal at the proximal area of the femur. Another cement plug(osteonics sized cement-plug) was used instead of it and the procedure was completed. The surgeon requests us to investigate detailed investigation of the strength of the universal plug fin.

Manufacturer narrative:
Device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events reported for the reported manufacturing lot the event could not be confirmed nor the root cause of the reported event determined due to the minimal information received. No further investigation for this event is possible at this time as no devices and insufficient information was received by stryker orthopaedics. If devices and / or additional information become available, this investigation will be reopened.

Event description:
It was reported that the largest fin of the medium universal cement plug (with inseter cat#b000-1240) was came off from the body of the cement plug so easily when the surgeon tried to insert into the femoral canal which was reamed 14mm during proximal femoral replacement with gmrs. So, the surgeon used spare universal plug(no inserter cat#b000-0240). The largest fin of the spare cement plug was also came off so easily from the body during inserting the canal at the proximal area of the femur. Another cement plug(osteonics sized cement-plug) was used instead of it and the procedure was completed. The surgeon requests us to investigate detailed investigation of the strength of the universal plug fin.